Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and re-booted,but failed as it was stuck on reboot. The receiver was opened and the ui pcba was detached to perform a download. The log could not be downloaded. The reported event of an error icon display was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/30/2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.